Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the clinician requested an estimate of the remaining longevity for this pacemaker after the outputs were programmed high following the cardiac arrest. The device remains implanted. No further patient complications were reported as a result of this event.